Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes gave erroneous results. Unexpected and/or unexplained clinical or qc results: yes. Inconsistent results between different assays or instruments with samples: yes. Results that are not consistent with the patient¿s clinical condition: yes. Inconsistent results between samples collected with different types of bd blood collection tubes: yes. Inconsistent results with bd blood collection tubes compared to other tube types: yes.

Manufacturer narrative:
H.6. Investigation: bd received 15 samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure erroneous results because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes gave erroneous results. " unexpected and/or unexplained clinical or qc results -yes, inconsistent results between different assays or instruments with samples -yes, results that are not consistent with the patient¿s clinical condition -yes, inconsistent results between samples collected with different types of bd blood collection tubes -yes, inconsistent results with bd blood collection tubes compared to other tube types -yes."